Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by locked-out. Was the device unable to be fired (no staples deployed)? --- locked-out means that the jaws did not open. Does locked out mean the jaws of the device could not be opened? ---yes. If the jaws of the device would not be opened, was the device locked on tissue or the jaws could not be opened after passing through the trocar? ---according to the rep, the event occurred when loading the cartridge into the jaw before firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---the information was not provided from the hospital. If the jaws were locked on tissue, how was the device removed from the tissue? ---the event occurred before clamping the tissue. Were there any opening issues with the first firing of the device? ---the information was not provided from the hospital. Were any unexpected noises heard? If yes, when? Was the device fired over an existing staple line or clip? ---no.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an ecr45d cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was locked out before using on the rectum at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was gold. Reinforcement material was not used.